Manufacturer narrative:
Na

Event description:
It was reported that the patient received atp and inappropriate shocks for sinus tachy. Review of the egms observed intermittent undersensing. A replacement sense/pace lead will be scheduled.